Manufacturer narrative:
Corrected data: the following codes were previously omitted or reported in error on the initial MDR, MFR # 1049092-2015-00557 reported to the FDA on september 25, 2015: (B)(4). No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process - (B)(4). No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on april 1, 2016, (B)(4).

Manufacturer narrative:
Height: (B)(6). Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted . (B)(4).

Event description:
The end user reported that the mass "appeared to melt and run somewhat liquid in consistency and hang up at the stoma within 2 days of wear." He also reported decreased urine output for 1-2 hours as a result of the melted mass covering his stoma. He presented to the emergency department and was consequently admitted. During his time in the hospital; the wafer was removed and his stoma cleansed. The stoma was also catheterized to obtain a urine sample for testing. He also reports having an ultrasound of his kidneys; as well as a CT scan to examine the ureters and ileo-conduit. According to the end user all the tests performed "were negative and clean". Another wafer was applied and the end user was discharged from the hospital on (B)(6) 2015. On (B)(6) 2015; the end user developed a fever of 102-degrees. He sought treatment from an urologist; his stoma was catheterized for urine testing; results show urine as negative for an infection. The urologist prescribed cephalexin. End user reports his fever has resolved after one day however; he advised that on (B)(6) 2015 the mass again appeared to melt and cover his stoma. He denies any pain and reports urine is flowing from his stoma without difficulty. End user advised he is under the care of home health nurse who has been applying his wafers. He was instructed on benefits of durahesive wafer turtlenecking.